Event description:
During use of the device for a non-clinical activity, the user reported the heater cooler had no water flow during cool down or defrost modes. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.